Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: incident: while drawing saline, the nurse noticed that the black part of the plunger of the 50 ml bd plastipak luer lock syringe had excess rubber stuck to it. Immediate action: check the other syringes of the same batch: no similar problems at first sight.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-apr-2023. H6: investigation summary: one sample received by our quality team for investigation. Upon visual evaluation, plastic-like black particle inside the barrel is observed. Further evaluation is performed, the black material is a flap from the stopper. A device history review was performed for lot 2301027, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, possible root cause is associated with manufacturing process of stoppers. H3 other text : see h10.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: incident: while drawing saline, the nurse noticed that the black part of the plunger of the 50 ml bd plastipak luer lock syringe had excess rubber stuck to it. Immediate action: check the other syringes of the same batch: no similar problems at first sight.